Event description:
The customer reported that there was a monitor burn in the left monitor, the brake for the c was missing rubber, and there were intermittent problems with the hand control.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep said the biomed found that the monitor burn was not on this system, it is on another c-arm. The ge rep found the brake pad for c-rotation had broken up and chunks were falling out. He also found intermittent hand control operation in half. The rep ordered and replaced the hand control, and c-rotation brake pad. He ran the system and verified proper operation of hand control and c-rotation brake. The system is operating as intended.